Event description:
While conducting maintenance in this bed the technician discovered that the siderail would not latch. There was no patient involvement in this event.

Manufacturer narrative:
Upon complaint review, it was determined that it is a reportable event for siderail not latching. Siderail assembly was cleaned and lubricated which resolved the problem.